Event description:
Customer reports lancet sticks out after being fired while using the softclix plus lancet devices. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
Device received in a condition that made analysis impossible- device could not be primed due to defective firing button.